Event description:
Customer reported one false positive result obtained on the alinity m sars cov-2 assay. The false positive was reported to the patient who questioned the result and believed it to be false positive. The patient was asymptomatic and unvaccinated. It was confirmed the sample was not retested. Two additional samples were reported by the customer as false positive. Two false positive samples reported occurred on (B)(6) 2021. One false positive result occurred on (B)(6) 2021. There was no report of any impact to patient management. This event was previously reported via 3005248192-2021-00490, however it was identified in the course of investigation that two lots were used by the customer. 3005248192-2021-00490 indicates lot 522521 and therefore this report is being sent to address the second lot, lot 521842.

Manufacturer narrative:
The customer additionally used a second lot, lot 522521; lot 522521 was addressed in 3005248192-2021-00490. Investigation into this complaint included a quality data review and a complaint history review. The results of the investigation are summarized as follows: quality data review: review of the manufacturing packet for alinity m sars-cov-2 amplificaiton reagent kit (list 09n77-095) lot 521842 did not identify any issues which could result in the reported complaint. No issues were found during qc testing. The qc 2-f amp kit masterlot testing met all acceptance and validity specification criteria. Complaint history review: a lot specific complaint history review was performed to identify any similar complaints to the ticket being investigated, which reported discrepant results while using alinity m sars-cov-2 amplificaiton reagent kit (list 09n78-095) lot 521842. A product deficiency could not be identified as a result of this review.